Event description:
It was reported that the pacemaker exhibited backup vvi operation after reaching the elective replacement indicator (eri). The backup vvi report could not be printed. On (B)(6) 2017, the device was explanted and a new device was implanted successfully. The patient was stable throughout the whole procedure.